Event description:
A report was received from the USA stating that an 840 ventilator generated an error message and shut down. The customer was not able to confirm if there was patient involvement.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device. The device was upgraded from a 9.4 to a 10.4 graphic user interface (gui) display. The cse performed extended self testing on the device and all tests passed. (B)(4).